Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up from the corresponding author indicated none of the manufacturer products used are related to any of the patient deaths. No additional information was received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device lot numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cost-effectiveness of tyrx absorbable antibacterial envelope for prevention of cardiovascular implantable electronic device infection. Journal of medical economics. 2018; 21(3):294-300. 10.1 080/13696998.2017.1409227. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding absorbable antibacterial envelopes. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device lot numbers. The article reports that patients experienced infection. The article additionally reports patient hospitalization and patient deaths as a result of the infection. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.